Manufacturer narrative:
A product investigation was completed: the returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional UDI number, with the associated synthes lot number: (B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier lot number: (B)(4) / synthes lot number: 6038121 manufacturing date: december 4, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nailing procedure on (B)(6) 2015 due to a broken hip. As the helical blade was being inserted, the coupling screw broke. The broken piece, from the top of the screw, did not impact the patient. No fragments were generated. The procedure was completed with another coupling screw. A resulting fifteen (15) minute delay was noted. Patient postoperative status was reported as ¿fine.¿ this report is 1 of 1 for (B)(4).